Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient experienced bilateral breast deformity. The replacement devices were non-mentor brand allergan devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/9/2020, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2020, it was reported to mentor that there was no capsular contracture on the right side. The date of removal was (B)(6) 2020. H6 patient code 3191: medical device removal manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a mentor memoryshape breast implant 775cc and suffered from a bilateral capsular contracture baker grade baker grade IV on the right and baker grade iii on the left breast implant and rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.